Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronic assembly. No button error alarm, black screen or display anomalies could be verified due to the blank display. The insulin pump was received with minor scratches on the display window, cracked display window corners, cracked battery tube threads and a cracked reservoir tube lip.

Event description:
It was reported by the customer's mother that the customer received a button error alarm. It was also reported that the insulin pump has moisture under the screen and a frozen display. Customer's blood glucose level at the time 138mg/dl. Advised insulin pump would be replaced. No additional information is provided.

Manufacturer narrative:
.